Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the needle holder broke in the patient's abdomen. Despite x-ray checks the small metal part could not be located.

Manufacturer narrative:
The claimed item 26173kl with the lot op05 was not sent back for examination. Therefore, the complaint and investigation can only be carried out on the basis of the information provided. As can be seen on the provided pictures, the pull rod has broken out of the movable jaw part, which means that the needle holder no longer functions properly. The pull rod and the axle pin have become detached from the jaw section. According to the provided pictures a break can be seen, through which a piece has come loose. This defect shows that a high mechanical force was applied which has probably led to an overload. This can happen, for example, if a part that is too large is clamped in the needle holder, resulting in a higher force acting on the jaw part and drawbar when the jaw part is closed. Another indication of excessive force development is the slightly distorted / bent drawbar. This could no longer absorb the forces when the force was developed. Based on this, we assume use error to be the root cause for the reported issue. The IFU :96116348df v 2.0-10-2017 refers to the excessive force as well as the correct needle. The event is filed under internal karl storz complaint ID: (B)(4).